Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2014 to report the receiver initialized without a manual restart on (B)(6) 2014. There was no report of injury or medical intervention. No additional patient or event information is available.